Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted by a biomed employee after procedure for troubleshooting support to report that the second surgeon side console (ssc) was not recognized by the system, power button was blinking blue, no led on the viewer. Customer replaced the blue fiber cable (bfc) to ssc, swapped bfc connection on ssc, connected directly onto the vision side cart (vsc), replaced bfc connection point at the vsc, but nothing helped. The ssc powered on, but not completely. They also had the error code 32321, they got the message "no endoscope camera". Viewer led's stayed greyed out. During call, tse asked biomed to perform a hard power cycle of the vsc and ssc but even then no change. The procedure was completed with one ssc with no reported patient harm, adverse outcome, or injury. There was no procedure delay. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the issue was identified during the procedure. The procedure was completed with one ssc. They could have performed the procedure with one ssc but as the hospital is used to train surgeons, they used two ssc's so one can take over when needed.